Event description:
Upon interrogation, it was noted device was eos. Device charged 45 times since (B)(6) 2020, with 36 appropriate shocks delivered. Pop up alert said device was eos, ICD battery depleted, therapy deactivated. Ram dump was successfully performed. Advised to treat as eos. Device remains implanted. No adverse patient events have been reported.

Manufacturer narrative:
(B)(6) 2020 - device was explanted. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(6) 2020 - device was explanted. Upon receipt the device was interrogated, confirming the eos battery status. The ICD was implanted for 2 months and 43 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed 15 episodes of regular vf detection in the period of 7:39 pm on (B)(6) 2020 to 4:24 am on (B)(6) 2020 due to intrinsic signals that led to multiple full energy therapy deliveries. The data further showed, that the vast majority of the episodes were terminated by the application of a magnet. At 4:25 am on february 6 a further episode of vf occurred with subsequent charging of a defibrillation shock. However, this charging cycle was aborted due to the activation of the eos battery status. Based on the analysis of the memory content it is likely that the applied magnet had an unfavorable position during episode prior to eos detection on (B)(6) 2020. An unfavorable orientation in combination with a short distance between the magnet and the device during a charging cycle may lead to such rare clinical events. When there is a short distance between the magnet and the ICD, and the orientation of the magnet is aligned to cause the magnetic field to be strongest over the high voltage transformer, a saturation of the transformer may appear during an ongoing charging, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This anomaly does not represent a device malfunction. This status is only achieved with the combination of an exact position of the magnet over the high voltage transformer, and the reduced distance from device to magnet during a charging cycle. In a next step, the eos status was removed with a technical programmer and subsequent interrogation revealed the mol1 battery status. The ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. There was no indication of a device malfunction.